Event description:
It was reported that the device logged an event code that indicated a critical failure in the memory and failed the user test. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for evaluation/repair and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.